Event description:
It was reported that approximately 4 years, 8 months, and 10 days following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed severely reduced systolic function with regional wall motion abnormaility, a 20% left ventricle ejection fraction, mild to moderate mitral regurgitation, and aortic insufficiency. Additionally, the valve leaflets appeared thickened with thrombus and pannus formation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that thrombosis was not confirmed, only hyper echogenicity was observed. It was further reported that the patient developed post operative hypoattenuated leaflet thickening (halt) which led to gradients that improved with blood thinner medication. The blood thinner medication was discontinued due to a gastrointestinal bleed resulting in debilitating shortness of breath (sob). The patient also had severe lung disease that contributed that to the sob. An echocardiogram was performed that revealed a mean gradient of 30 mm hg and mild aortic regurgitation. The valve-in-valve procedure was reportedly performed with a non-medtronic valve approximately 4 years and 8 months following the initial implant of the valve.

Manufacturer narrative:
Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. B1. B2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was initially implanted in the patient's native annulus at an implant depth of 5 millimeter's (mm) on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc). The peak gradient when the thrombus was detected was 64 millimeters of mercury (mm hg), and the mean gradient when the thrombus was detected was 42 mm hg. It was further reported that hyper echogenicity and fixation of 2 valve leaflets on the ncc and right coronary cusp (rcc) were observed, and the lcc appeared immobile. The valve failed due to stenosis, and a transcatheter valve was implanted valve-in-valve for treatment.

Manufacturer narrative:
Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.